Event description:
On (B)(6) 2013, the od contacted synergeyes to report that a pt developed pannis over time with the use of the contact lens. Pt was instructed to discontinue the use of the lens. Pt status is good.